Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference report #1627487-2017-01011. Note: it is unknown which lead was placed on the left, therefore both leads are reported. It was reported the patient's left occipital lead (off label use) caused pain regardless of stimulation being on or off. X-rays revealed the lead migrated. The patient underwent surgery on (B)(6) 2017 where the leads were repositioned and anchors were added. The patient reportedly received effective therapy post op.